Event description:
The customer reported erroneous white blood cell (wbc) results on several patient samples involving coulter lh 500 hematology analyzer. The customer checked the wbc aperture and noted it was clogged. The customer performed system disinfect and indicated wbc results continued to be erroneous. The erroneous results of 0.0 cells/l were not released out of the laboratory. The customer indicated all samples were reanalyzed on an alternate coulter lh 750 hematology analyzer and results were considered to be correct. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the white blood cell (wbc) count valve pv4 not functioning and solenoid #5 controls pv4 did not have a good connection. The fse secured the connection, verified operation and controls and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications.